Manufacturer narrative:
The product has not been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced stapler log review was completed by an isi failure analysis engineer (fae) for the sureform 60 stapler instrument associated with the reported complaint. Per the fae, the instrument was installed on the system 3 times, and it fired 2 reloads (2 green). On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the user made 4 incomplete clamp attempts, ranging from ~39% to ~62% completion, and 2 aborted clamp attempts, stopping at ~55% and ~41%, respectively. There was no firing attempted on this install. On install 3, the first clamp attempt was incomplete, stopping at ~58% completion. The next clamp was successful, and the firing was completed with no pauses for compression. There were no stapler related errors in the system logs for this procedure. A review of the two provided images associated with this event was performed by an isi clinical development engineer (cde). Per the cde, the images show un-approximated tissue. At least one loose staple can be seen, and the tissue appears to have been sutured. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, an insufficient staple line occurred while using a sureform 60 stapler instrument loaded with a green sureform 60 stapler reload. The stapler reportedly worked flawlessly while in use; however, an air leak was discovered during the leak test, and the customer found that the residual stump was not completely closed. Based on the provided images, the affected tissue appears to have been sutured. Further information regarding the stapling issue that occurred, the impact of the issue on the patient, and any medical interventions required are currently unknown. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details had been provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The following additional information was received from the da vinci coordinator for the site: the issue occurred during the 1st stapler fire; the tissue was not completely cut through. There were no malformed/unformed staples, the reload did not have an exposed blade, there were no staples missing from the staple line, there were no holes/gaps within the staple line, and the reload was not stuck to the tissue. There were no obstructions, such as clips, staples, or other hard material, between the instrument jaws, and the stapler was not fired over an existing staple line. It was unknown if the tissue was exposed to any radiation or chemotherapy prior to the procedure or if there was any tissue tension or bunching. Buttress material was not used. There was no unplanned tissue removal or unexpected bleeding due to this event. There was no problem with the device, and the procedure was completed normally. It was unknown if there were any concerns regarding long-term complications for the patient as a result of this event. The patient's current status is unknown.